Event description:
On (B)(6) 2025, a patient (pt) reported burning upon insertion, dryness and developing an "eye ulcer" in the left eye (os) after wearing acuvue® oasys® brand contact lenses (cls). The pt reported the cls did not "maintain moisture even when re-wetting drops were applied," caused glare at night when driving, and light sensitivity "so going from inside to outside is tough." The pt reported that after removal of a few hours the minor symptoms would subside." On (B)(6) 2025, the pt provided additional information. The pt reported "more severe" dry eye, sensitivity to light, glare, burning, and "red and goopy eyes" at the beginning of this year. The pt visited an eye care professional (ecp) and was told "there could be an ulcer" and was instructed to use antibiotic drops (name, dosage and frequency not provided) 2-3 times per day for 7 days. The pt agreed to provide contact information for the treating ecp via email for verification of diagnosis and treatment. On (B)(6) 2025, an email was received from the pt. The pt visited two urgent care facilities and two optometrists. No additional medical information was provided. On (B)(6) 2025, a representative from the ecp's office advised the pt is required to sign a medical release form prior to providing verification of diagnosis and treatment. No additional medical information has been received. No additional information is expected. The date of the pt¿s event is being reported as 01jan2025 as the exact event date is unknown. The suspect os lot number is unknown. The suspect cl was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.